Manufacturer narrative:
(B)(4).

Event description:
It was reported that high capture threshold, low r-wave sensing, and low pacing lead impedance were observed. Patient was asymptomatic. Lead explant was planned. No further information available.